Event description:
Initial reporter indicated that "they could not get any contact with their wand but when they changed to their other handheld computer it was working again." Site was able to perform interrogation, programming and reinterrogation on a demo generator and "it was working correctly." The dell handheld contained 7.1 programming software. The product is at manufacture pending completion of product analysis.